Manufacturer narrative:
(B)(4). The reported low hv lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that during device replacement procedure, failed hv therapies due to compromised hv circuit was observed during dft testing. Device was not used and was replaced. Patient's condition was stable post-procedure and was discharged following day.

Manufacturer narrative:
Manufacturer report 2938836-2016-05145 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).